Event description:
It was reported that this device displayed a red alert regarding a single high, out of range shock impedance measurement (>125 ohms) from the right ventricular (rv) lead. Boston scientific technical services was contacted and recommended lead integrity testing and continuing with normal follow-ups. The patient was subsequently seen in-clinic where provocative maneuvers were performed which resulted in normal electrical measurements. The physician elected to continue with normal follow-ups. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences reported.